Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. In addition, the user guide indicates that novolog has been tested for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimates were inaccurate with multiple cartridges. The customer used cold insulin and would use cartridges for 3-4 days. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.